Event description:
It was reported that an ilet user inadvertently initiated a fill tubing action while connected to the body via the infusion set, during which the pump indicated 5.4 units were delivered and the user¿s blood glucose was 245 mg/dl. The user then disconnected and completed the tubing fill and observed insulin drops, with no alerts or alarms reported. Symptoms included hyperglycemia peaking at 245 mg/dl. Outcomes included self-monitoring and continued use without hospitalization. Investigation included customer service troubleshooting and user education on proper fill tubing procedure. Investigation of this case revealed user-initiated unintended insulin delivery during a setup step while connected, consistent with use error involving the infusion set and cartridge path, with device performance otherwise normal and no malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error.